Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed high watt alarms and a rise in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 01/12/2016, dated through 12jan2016: normal power consumption. Additional notes: 2 high watt alarms have been logged at the following times: (B)(6) 2016 at 05:52:43 and (B)(6) 2016 at 05:53:49. The high watt alarm limit is currently set to 5,5 w and a rise in power consumption has been logged starting (B)(6) 2015 to a peak of 5.0 w on (B)(6) 2016 outside of normal power consumption. Current parameters have returned to power consumption within normal operation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a thrombus. She was on warfarin, aspirin 160 mg x 2 and the "usual heart failure medicines". The anticoagulation was under control, but there were some days with a lower range around 2. Due to the historical stroke previous to the implant, the patient was not treated with adenosine triphosphate (atp). It was noted that the patient came in 2 days after an alarm had occurred. The patient was transferred to ICU and received heparin intravenous and there was no sign of hemolysis. The patient was transferred to the step down ward and was in "good condition". As the patient did well in the past with the system, no one thought it was directly related to the device.